Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the worsening pvl and cai cannot be determined; however, procedural (placement too aortic) and patient factors (chf, htn) could be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results avalilable since no evaluation performed. Conclusion: known inherent risk of procedure; human factors.

Event description:
Approximately 3 years and 5 months post tavr procedure, the patient received a 2nd 23mm sapien 3 valve. As reported, the initial valve may have been positioned too high (90:10 aortic/ventricular) and the patient developed mild to moderate pvl. The implanted position and pvl were acceptable at the time of the initial implant. The patient's symptoms had worsened and in addition to moderate pvl, central aortic insufficiency (cai) was present. The patient was admitted 3 times for heart failure in the last few months. Additional medical records for the 1st implant were not provided. As reported through partners 2a clinical trial, approximately 3 years post tavr procedure the patient presented with worsening shortness of breath (sob)/dyspnea on exertion (doe), likely due worsening aortic insufficiency. The patient's discharge echo revealed trace pvl and no cai, trace total aortic regurgitation. The patient's 1-year echo revealed mild pvl and mild-moderate cai, mild-moderate total aortic regurgitation. The patient's 2-year echo revealed moderate pvl and mild cai, moderate-severe total aortic regurgitation.